Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose of 30 mg/dl. Customer also reported that infusion set got caught in wheelchair. It was reported that cannula was not sticking and site was sore and bleeding. Customer declined troubleshooting for low blood glucose stating that low blood glucose was due to not eating.